Manufacturer narrative:
Batch review performed on 16-dec-2020: lot 1908196: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-jan-25. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 lot. 183367 (k112115), batch review performed on 16-dec-2020: lot 183367: (B)(4) items manufactured and released on 23-jul-2018. Expiration date: 2023-jul-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g lot. 180655 (k122641) batch review performed on 16-dec-2020. Lot 180655: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-may-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner about 2 months after the primary surgery. The surgeon decided to perform a closed reduction on the patient to resolve the dislocation. During the closed reduction, the quadra p stem dissociated from the cemented mantle. The surgeon decided to revise the patient's stem, head, and liner. The surgery was complete successfully.